Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The consumer called and left a voicemail stating in 2018 he had cataract surgery. Since the surgery the consumer reported that he sees purple from that eye and photophobia. In 2020 he was told the cataract had come back. He states now he was told the lens is crooked and the doctor let the fluid get out of the eye. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has called back with the new information of the lot and serial number. The file will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after an intraocular lens (iol) implantation procedure patient sees purple from that eye. In 2020 he was told the cataract had come back. He states now he was told the lens was crooked and the physician let the fluid get out of the eye. Additional information was requested.